Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative regarding the patient who was implanted with a neurostimulator. It was reported that the patient had an electrical shock and pulling from the battery anteriorly to the groin. The battery was also holding less charge. Impedance was normal and the patient continued to receive adequate coverage with programming. There was no fall associated with the symptoms. It was noted that the patient drove 12 hours each way. The patient was to have a consult for a battery replacement and it was planned to replace the battery. The issue was not resolved as of (B)(6) 2017. The patient was alive with no injury. The issue occurred during normal use.